Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ cramping"), dyspareunia ("painful sexual intercourse"), alopecia ("hair loss"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (she underwent a hysterectomy to remove essure device). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, alopecia, feeling abnormal, vaginal haemorrhage, menorrhagia, migraine, headache, depression and anxiety outcome was unknown. The reporter provided no causality assessment for alopecia and feeling abnormal with essure. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: sought treatment for her symptoms plaintiff did not undergo essure confirmation test. Concerning the injuries reported in this case, the following event was described in patient's medical record- did not undergo essure confirmation test. Most recent follow-up information incorporated above includes: on 14-jan-2019: pfs received. Reporter information and patient details added. New event added- anxiety, depression and did not undergo essure confirmation test. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), vaginal haemorrhage ("heavy vaginal bleeding"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), feeling abnormal ("brain fog") and menorrhagia ("menorrhagia"). The patient was treated with surgery (she underwent a hysterectomy to remove essure device). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, alopecia, feeling abnormal, vaginal haemorrhage, menorrhagia, migraine and headache outcome was unknown. The reporter provided no causality assessment for alopecia and feeling abnormal with essure. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: sought treatment for her symptoms most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: reporter information, patient details, product information, events- menorrhagia, migraines, headaches were added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), alopecia ("hair loss"), migraine ("migraine headaches"), feeling abnormal ("brain fog") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (she underwent a hysterectomy to remove essure device). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, alopecia, migraine, feeling abnormal and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter provided no causality assessment for alopecia, feeling abnormal and migraine with essure. The reporter commented: sought treatment for her symptoms incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.